Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump was received in normal operating current, no unexpected battery out limit noted, no unexpected number scrolling during testing. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that her child's insulin pump alarmed button error during a bolus attempt and alarmed battery out limit. Customer also indicated that the display numbers are scrolling and the keypad is not responsive. Customer does not recall any significant events leading to the error. Child's blood glucose was between 220 mg/dl and 267 mg/dl at the time of incident. Troubleshooting was done for button error and battery out but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.